Event description:
On 2026-mar-24 additional information was received from the patient. The patient stated that the cause of the por was unknown, but likely due to them not recharging the ins in a timely manner which resulted in the battery not being activated. The patient stated that during their call to customer support the issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient usually charge their implantable neurostimulator (ins) every 4 days but when they went to charge again their ins was still at 80%. Patient stated they saw therapy off on the screen of handset when recharging. Agent reviewed possible reasons for therapy being off and the impact on ins battery depletion. Patient then connected to ins with communicator and saw por message. Patient was able to connect to ins and turn therapy back on during the call. Patient stated they will try charging every 3 days to avoid therapy turning off. Patient will monitor charge level at next charge time.